Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device component involved in the event: product family: scs-adapters, upn: (B)(4), model: sc-9208-15, serial: (B)(4), batch: 7028899.

Event description:
It was reported that the patient was not getting adequate coverage. The physician explanted the adapters and the explanted adapters will not be returned. The patient was doing well postoperatively.